Manufacturer narrative:
(B)(4). Method: the complaint rt236 infant dual-heated evaqua breathing circuit was not returned to fisher & paykel healthcare. Therefore, our investigation is based on the information provided by the hospital, previous investigations of similar complaints and our knowledge of the product. Results: the hospital reported that the swivel wye separated when the patient was moved and the nurse was handling the breathing circuit. A lot check could not be performed as a lot number was not provided. Conclusion: without the return of the complaint device we are unable to determine the root cause of the problem reported by the customer. However, the reported separation of the swivel wye was most likely caused by excessive force from the hospital staff as they were moving the patient and handling the circuit. All breathing circuits are pressure and flow tested before leaving the production line, any circuits that fail this test are rejected. This an automated process and the circuit and swivel would have met the required specification at the circuit was released for distribution. Our user instructions that accompany the rt236 infant breathing circuit state: "check all connections are tight before use". "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". "Set appropriate ventilator alarms".

Event description:
A hospital in (B)(6), reported to a fisher & paykel healthcare (fph) representative that the swivel-wye-piece on an rt236 infant dual-heated evaqua breathing circuit was damaged. No patient consequence was reported.